Event description:
There were 2 resolute integrity drug eluting stent implanted during the index procedure in the lad. It is reported that the patient expired 2 days after the index procedure. Investigator indicated that it is possible that the event was related to the study stent.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death).